Event description:
It was reported that during a revision procedure, the right atrial lead exhibited a kink at the distal end. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.